Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an oxygen not available alarm, even though the pressure-resistance tube was connected to the oxygen piping. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips service engineer (se) evaluated the device and reported that the issue was not duplicated during a test run. The device was checked, cleaned, and tested for functionality. It was reported that no abnormalities were confirmed.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00099. All information from the original report(s) has been transferred to this report.